Event description:
It was reported that the customer received two no delivery alarms; customer changed the infusion set and reservoir and called back after alarm occurred again. Customer was instructed to disconnect at the quick release and perform fixed prime; insulin did exit the tubing. Customer performed an additional fixed prime and insulin did exit. It was stated that the cannula is not bent. Customer was advised that the site may have been occluded. Blood glucose value was 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.